Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information on 21-jan-2026: the issue was identified prior to reprocessing. The instrument was inspected prior to use during last surgery and no damage was found. The cable was intact with no wires exposed. There was no loss of cautery associated with damaged cable. There were no signs of thermal damage at site of insulation damage and there was no arcing observed during the procedure. After the completion of this procedure, the instrument was not inspected for any damage. The damage did not result in fragments falling inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley location. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The component is damaged and there may be missing material, but the size of the missing piece(s) cannot be confirmed. The instrument passed the electrical continuity test. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have a broken conductor wire. There were no reports of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.